Event description:
Per the clinic, the patient experienced a skin overgrowth at the abutment site. The patient was placed under general anesthesia on (B)(6) 2024, in order to remove the abutment.

Manufacturer narrative:
This report is submitted on july 22, 2024.